Event description:
During follow up, episodes of lead noise and ventricular oversensing were noted resulting in the delivery of inappropriate therapy. Migration of the device was present which the user thought was due to improper implant sutures and a small pocket infection was noted. Both leads and the device were explanted and replaced. The device was returned and will be investigated as part of the field safety corrective action (fsca) implemented on (B)(4) 2016 (B)(4) for premature battery depletion associated with (B)(6) ICD and crt-d devices manufactured before may 2015.the patient is in stable condition.

Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. (B)(4).

Event description:
Related manufacturer number 2017865-2017-00190 and 2938836-2017-01837. During follow up, episodes of lead noise and ventricular oversensing were noted resulting in the delivery of inappropriate therapy. Migration of the device was present which the user thought was due to improper implant sutures and a small pocket infection was noted. Both leads and the device were explanted and replaced. The patient is in stable condition.

Manufacturer narrative:
The device was received for investigation. A visual inspection was performed and programmer printouts were obtained revealing no anomalies. Electrical testing was performed and all measurements were found to be normal. The reported noise was unable to be reproduced in the lab. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on (B)(6) 2016.